Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres for about 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual and microscopic analysis found no damage. The balloon was inflated to 14 atm and held for one minute. No rupture or leak was detected. The balloon was deflated. The complaint was not confirmed.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres for about 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.